Manufacturer narrative:
(B)(4).

Event description:
It was reported that in the operating room when inserting the dilator, the user met with resistance and was unable to fully insert it. As a result, the dilator removed at which time the tip was found damaged. A new kit was opened and used without issue. There was no reported delay, death, or complications to the pt as a result of this occurrence.